Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a defect was observed in the optic immediately following implantation necessitating explantation of the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the healthcare professional observed a defect in the optic immediately folloiwng implantation. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. There was no injury to the patient as a result of this event. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. The product was retained and returned to rayner. Product inspection was carried out on 30th january 2023. The injector was returned dehydrated inside in the safety box and the iol was returned hydrated in a vial. The injector flaps were closed, the plunger was retracted and there was viscoelastic residue in the chamber and the nozzle. No damage was observed to the injector. Cosmetic inspection of the iol under 10x magnification identified that both haptics had broken off (not present with the return), part of the optic had chipped off and that there was a split in the optic covering approximately ¾ of the optic. No testing of the returned iol was possible due to the damaged nature in which it had been returned. Testing of the returned injector was performed with 1x rao600c +24.0 d from rayner's stock was loaded and injected as per the IFU. There was no resistance experienced during injection and injection was successful with no damage to the lens or injector post-injection. A toluidine blue dye test was performed which confirmed that the nozzle was fully coated. The product inspection performed confirms the event as reported; however, has been unable to establish the cause of the optic damage. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 102202456.

Manufacturer narrative:
The reference c23052 has been allocated to this case by rayner. The event description provided states that the healthcare professional observed a defect in the optic immediately following implantation. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. There was no injury to the patient as a result of this event. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. There is insufficient information/evidence available currently to establish the root cause in this case. The product has been retained and is being returned to rayner for evaluation. The results of the product inspection performed will be provided in a follow-up report. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c, batch 102202456.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a defect was observed in the optic immediately following implantation necessitating explantation of the iol from the eye.